Event description:
It was reported to philips that the system was unable to turn on. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) visited onsite and confirmed that the suite pc was malfunctioning. The philips engineer replaced and returned to philips for further analysis. The analysis confirmed the malfunction of suite pc and identified failed motherboard. After replacement and installing software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.